Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient heard an alert and went to the hospital. The right ventricular lead was noted to have high pacing impedance. During arm manipulation, the impedance and threshold values were normal. The programming was noted to be tip to coil. Device data indicated that there were episodes with noise. The ring conductor was suspected to be fractured. Replacement was recommended and programming changes were also recommended if replacement was not possible. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A total of 343 ventricular sic have been recorded and there were non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. Analysis of the device memory indicated the right ventricular lead integrity alert. Rv lead integrity warning occurred on (B)(6) 2015 for sic greater than 30 in 3 days and rv lead impedance variation in last 60 days. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a trend in the 600-700 ohm range and 1786 ohms on (B)(6) 2015.